Event description:
The customer called for assistance with some of the insulin pump programming. The customer then stated that she was hospitalized due to an ankle surgery. While she was in the hospital, the customer experienced a low blood glucose reading of 39 mg/dl, and passed out. The customer experienced high blood glucose levels all day after that. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.